Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a ventral hernia da vinci-assisted surgical procedure, the mega suturecut needle driver instrument's wire pieces broke while suturing inside of the patient. The instrument was taken out of the patient. The procedure was completed with no reported injury. On 6/14/2024, intuitive surgical, inc. (Isi) received mw5155195 stating: during a robotic repair/ ventral hernia surgery, mega suture cut needle driver (robot instrument) broke while suturing inside of the patient. The wire piece that makes the instrument move broke. The instrument was taken out of the patient.